Manufacturer narrative:
(B)(4). The device was manufactured from 05/02/2014 - 05/09/2014. A batch review was conducted for lot number gd896944 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. The reported event could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the betadine pad of a minicap was ¿missing or disconnected.¿ this was noted before patient use. There was no patient involvement. No additional information is available. This is report 6 of 15.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.